Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump failed displacement test. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that the pin in belt clip was loose and sliding out. Customer stated that the piston in the reservoir compartment was not moving. The customer performed the displacement test and the insulin pump failed displacement test. Customer stated that the insulin pump did not give, the no reservoir detected alarm. The customer declined troubleshooting for high blood glucose value. The device will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test and displacement test. However, device alarmed insulin flow blocked during the force sensor test due to dried insulin on the motor slide.